Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 10

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use on 25-dec-2023. The issue occurred with ten similar types of infusion sets used for 24 hours. No further information was available..